Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: was the hole compromising the integrity of the primary package? No further information is available. Event date? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. Before use on patient, the product was distributed to the operating rooms of each department, it was found that there had been a hole on the package. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: one unopened sample of the product code j305h was returned to ethicon inc for evaluation. Upon visual analysis of the returned sample, it was observed the foil with an oversized hole and the hole appears to be caused outside to inside by an unknown object affecting the integrity of the sterility. Due to the damages found on the device the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.